Event description:
Pts hospitalized or received medical treatment after dialysis. Report from facility was 3 pts describing chest pains, shortness of breath and fever. No info was made available from the facility.